Event description:
It was reported that the first implant went partially into the socket and broke; half of the implant remains in the patient. The report stated the correct drill was used. The quality of patient bone was hard. No further patient or event information was provided at the time this event was reported.

Event description:
Procedure: splenectomy. According to the reporter: there was bleeding after the device was applied and the procedure was converted to open. Bleeding was stopped by ligation. Blood loss was reported as more than 500cc. There was no transfusion.

Manufacturer narrative:
Patient's demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but the customer stated it will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the distal implant (laser line) is flush with the surface of the pilot hole.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Requested but not returned.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed foreign material (what appears to be a bone fragment) wedged between the implant and inserter, preventing the implant from traveling down the inserter and causing collapse of the implant when impacted. Based on the information provided and device evaluation, the most likely cause of this event is improper bone preparation. This is the first complaint of this type for this part/lot combination. The evaluation findings and most likely cause of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.